Manufacturer narrative:
Concomitant medical product: 6947 lead, implant date: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pacing system was explanted due to a pocket infection. It was noted there was a wound and blood had been drained from it. No further patient complications have been reported as a result of this event.